Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating low blood glucose readings and hospitalization. The customer's blood glucose reading was 41 mg/dl. The customer stated that she was at the hospital and had a stroke and could not speak or move. The customer was treated for the low blood glucose reading with steroids. The customer also stated that her belt clip broke. The customer will be sent a replacement belt clip.